Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. The customer stated that they were unable to enter correct information. Customer stated that insulin pump rewinds slower than in the past. Customer noticed crack on bottom and side of the insulin pump. Customer stated that insulin pump rejected new batteries. Customer stated that insulin pump was locked up and became unresponsive. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.